Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: the patient had multiple uterine fibroids removal and three different products were used on this one patient during the procedure; stratafix 2-0 symmetric (unknown askna qty: (B)(4)), sxpp1b450 (qty:(B)(4)) and vloc ( not ethicon product). The surgeon initially started with symmetric device, after suturing with two symmetric devices, the surgeon felt that the barbs were traumatic/too long /pronounced for the tissue being sutured and decided to switch to the spiral sxpp1b450 and then completed with v-loc. Blood oozing was noted right after the procedure from the suture line and the surgeon then over-sewed the suture line with the same suture. It is unknown which product caused the blood oozing. The patient developed hematoma post op. Sales rep stated that it is unknown how was the hematoma treated but is going to obtain more information from the other sales rep involved.

Event description:
It was reported that the patient underwent a myomectomy, multiple uterine fibroids removal, procedure on (B)(6) 2016 and the barbed suture was used on uterus/serosal layer. Blood oozing from the incision /suture line was noted right after the procedure and the surgeon then over-sewed the suture line with another like suture. The surgeon opined that anchors do not hold well. It was also reported that the patient developed a hematoma post op. It is unknown how was the hematoma treated. Additional information has been requested.